Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). MFR 3004753838 -2021 -004320 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.